Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image is consistent with the reported broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a wire was broken. The procedure was completed using a backup instrument with no harm to patient with no delay. The incident did not involve any fragment(s) falling into the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No damage was observed during inspection prior to use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.